Manufacturer narrative:
Date of event: per customer, the information is not available. The respiratory care director has changed. Patient/user involvement: per customer, the information is not available. The respiratory care director has changed.

Manufacturer narrative:
Patient's information and event date has been requested.

Event description:
Customer reported the esprit nurse¿s call connector is not sending signal, nurse¿s station is always alarming. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the main pcb for evaluation. Visual inspection of the returned main pcb revealed evidence of broken solder pin connections on the cn2 pins one and three. The main pcb was tested into the fi test ventilator. The remote alarm test was performed and failed. The remote alarm failed to alarm remotely during an alarmed for condition. The main pcb cn2 connector pins one and three are re-soldered and retested and passed. The remote alarm is functioning. Due to a broken solder connections at cn2 pins one and three causing the remote alarm port not to function properly. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported issue is due to a broken solder connections at cn2 pins one and three.